Event description:
The customer tested her blood glucose using 2 contour meters and received readings of 200 and 100mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The call ended before additional information could be obtained. Product was not replaced.